Event description:
It was reported that the patient had their implantable neurostimulator system removed due to an infection. Additional information has been requested, but was not available as of the date of this report.